Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited wide qrs oversensing, post-paced t-wave oversensing (pptwos) and far r wave oversensing. Programming changes were performed. The were no patient consequences.